Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Worsening heart failure is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called on (B)(6) 2017 stating she was feeling more fatigued and having nausea and vomiting for two days. The patient was subsequently admitted for further evaluation. On admission her hemoglobin was fairly stable at 7.5 g/dl and her international normalized ratio (inr) was supratherapeutic at 3.0 (goal 2-2.5 due to history of gastrointestinal bleed). A fecal occult blood test was positive, however, the patient was having brown stools. Gastroenterology (gi) was consulted, but no interventions were performed during this admission. The patient's hemoglobin decreased to 7.0 g/dl on (B)(6) 2017, so she was transfused one unit of packed red blood cells (prbcs) with an appropriate response. Hemoglobin was 8.2 g/dl following transfusion.  The patient was pan cultured on admission and everything came back negative for any infectious process. An echocardiogram on (B)(6) 2017 showed a slightly worsening right ventricular function, so her home dobutamine was increased prior to discharge. The patient was discharged home on (B)(6) 2017 and was scheduled to be seen in clinic in the next week for follow-up.